Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that rising and high thresholds were noted on the right ventricular (rv) lead. The lead was reprogrammed. During a routine change out procedure, insulation damage was noted on the lead. The lead was capped and replaced. No patient complications have been reported as a result of this event.